Event description:
It was reported that the patient had infrequent syncopal spells and was seen in the emergency room. Both the right ventricular and the atrial lead had noise and oversensing resulting in intermittent right ventricular inhibition with a few five second pauses. It was discovered that the leads were abraded/rubbing against each other. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found. Concomitant product: 5076-45 lead, implanted: (B)(6)2002; p1501dr serial# (B)(4), implanted: (B)(6) 2010. (B)(4).